Event description:
It was reported that mold was found on the bd difco¿ sabouraud dextrose agar cg plate after removing it from its sleeve. There was no report of user or patient impact. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about contamination of the media. The customer found mold on a plate in a 20-plate package which had been stored in a refrigerator after its sleeve had been opened."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the complaint history, no trend was identified. This complaint is unable to be confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that mold was found on the bd difco¿ sabouraud dextrose agar cg plate after removing it from its sleeve. There was no report of user or patient impact. The following information was provided by the initial reporter, translated from japanese: "this is a report about contamination of the media. The customer found mold on a plate in a 20-plate package which had been stored in a refrigerator after its sleeve had been opened."